Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A nurse (rn) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during use. The technical service representative (tsr) instructed the rn to cycle power to clear the alarm and advised se 2240 indicates a large amount of air has entered the setup. The tsr further advised the rn to setup with new supplies. The tsr reviewed proper procedures with the rn. There was no patient injury or medical intervention reported.